Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the device not doing was it was supposed to do, the lack of strength in the patient's legs and it not hitting the right spot was that it decreased the strength in the patient's legs to where they couldn't even get up from the floor or walk up steps without help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that her ins was removed in (B)(6) 2017. The patient reported that the reason for removal was because she had it for 9 years and it never did what it was supposed to. The patient reported that once it was removed she went back to normal. The patient reported that when the device was in, she had no strength in her legs and as soon as it was removed she went back to normal. The patient also reported that it never really hit the spot it was designed for. No further complications were reported.